Event description:
Info received indicates the bed will lock into brake but will then pop out when the bed is moved.

Manufacturer narrative:
The tech found the brake detent was broken. He replaced the brake detent to repair the bed.